Event description:
Report 2 of 2. The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. At an unspecified time, the device was programmed to deliver oxytocin, 20 units/500 ml, at a rate of 18 ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported that the nurse increased the rate to 21ml/hr and the delivery was restarted. After approximately 5 minutes, it was reported that the nurse noted the mother had signs of uterine hypertonia, and the fetal heart rate had decreased to 70-80 bpm. At this time, the nurse reported that the device display indicated a rate of 210 ml/hr. The customer contact reported that the patient was treated with an unspecified concentration of nitroglycerin and ephedrine. After 15 minutes, the customer contact indicated that the patient returned to a reported normal state. The customer contact indicated that event was due to an operator error in programming the rate as 210 ml/hr instead of the intended 21 ml/hr. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The customer contact indicated the event was the result of an operator error in programming the device. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.